Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg was explanted due to discomfort. An extensive laboratory report showed some abnormal microorganisms from the explanted battery pocket site. The patient was prescribed with antibiotics and was reportedly doing well. It was unknown why there were abnormal microbes in the culture.